Event description:
The clinic reported that during a phacoemulsification procedure, a surge occurred and resulted in a capsule break in the patient's operative eye. Nuclear fragments were dislocated. The doctor is currently monitoring the patient and has not made a decision if additional surgery is required.

Manufacturer narrative:
Amo field service engineer examined the equipment at the customer location and was not able to duplicate the conditions that produced the reported issue. No issues found with the equipment. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.